Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient dosed her insulin based on inaccurately elevated cgm readings resulting in insulin overdose and hypoglycemia with loss of consciousness (loc) which led to motor vehicle accident (mva). The cgm was reading "high", and the patient did not check the bg. From the mva, the patient sustained a laceration to her head that required stitches and swollen eyes. The patient was admitted to the hospital more than 24 hours and while inpatient, she notes that the nursing staff told her the cgm readings were much higher than the bg readings, although she could not recall specific values. It is mentioned in the report that the patient received gabapentin; however, there are no details about treatment of hypoglycemia or medications for diabetes management. At the time of the report, the patient was recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. (B)(4).